Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a pump error. The blood glucose level was 250 mg/dl. Troubleshooting was not performed for pump error. The customer also stated that pump error has reoccurred on insulin pump and self test was not okay. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Hardware low level failures alarmed during self test and confirmed in insulin pump history file due to a broken trace at keypad assembly.